Manufacturer narrative:
Device evaluation summary: one battery was returned to medtronic for further analysis. A visual inspection was done and no anomalies were observed. The battery was installed in a known good ht70 test unit, and the charge on arrival was 60%. The device was run under battery power at the standard test settings with no issues occurring. The ac power cable was plugged in, and the external power led lit as normal and the battery was able to reach 100% charge. The device was run at the standard test settings with no issues occurring. The investigation concluded with no faults found and all testing passed. No fault found. The investigation found the device to function normally. The serial number was provided and the service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: one power pack connector was returned to medtronic for further analysis. A visual inspection of the returned cable shows no anomalies. The cable was then tested for continuity and it passed the continuity check. The cable was installed into the failure investigation test ventilator and it functioned properly. No functional fault was found with the return cable. The investigation found the device to function normally. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use the ht70 plus ventilator external power source lamp had been on but suddenly the external power source disconnect alarm was generated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. Ventilation didn't stop.